Manufacturer narrative:
B5: additional information is received. H3: analysis found that knob on muting pcb is bent. H6: previously updated b21 c21 d16 and img g02030 are no more applicable. For product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis found that afe board pcb is failure and broken pins. H6: previously updated b21 c21 d16 are no more applicable. Fdc: d1102, fdr: c0208 and c070603 belong to nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that event occurred before surgery and there were pin jack breaks and excess noise in wireless mode. No electrosurgical equipment was in use. Nim system components, including the electrode wires did not cross or lie alongside any of the electrical equipment. There was no patient impact. .

Event description:
It was reported that nim vital was not working properly. There was no known patient impact.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4); img code g02005 is for product ID: nim4cpb1, serial/lot #: (B)(6); manufacturing date: 2024-02-16. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.